Event description:
It was reported that the patient was experiencing inadequate stimulation due to spinal cord stimulation (scs) leads had migrated as confirmed with imaging. The patient underwent a lead reposition procedure and was doing well postoperatively. Nothing was explanted.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in october 2025. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).